Manufacturer narrative:
Device received with partial white display due to cracked lcd glass. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone scratch was on the lcd screen. Customer's blood glucose was unknown. Customer was stated they can not read the display. The customer was advised to revert back up plan. The insulin pump will be returned for analysis.